Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient not being connected when therapy initiated is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The patient¿s daughter informed the technical service representative (tsr) that her mother pressed the go to start therapy before connecting. The hp was connected after that and then disconnected when the machine alarmed. The tsr instructed the patient¿s daughter to cycle the power on the hc to clear the alarm. The tsr advised the patient¿s daughter to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.